Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that she pressed act and the insulin pump went into rewind and primed. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer declined to go on a back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.